Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient is experiencing poor vision and the lens will not stay in the capsular bag. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).